Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation procedure, the inserter slid over the optic while attempting to insert it. The inserter touched the patient, not the lens. The surgery was completed on the same day. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).